Event description:
Reporter alleged obtaining a discrepant blood glucose result of 114 mg/dl on advantage system 1 compared back to back with a result of 277 mg/dl on advantage system 2 when testing was performed within 10 minutes. No action was reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549816, expiration date 09/30/08). Reference medwatch report with a1 patient for the suspect device used in system 1.